Event description:
Dexcom stopped working in the middle of the night while my daughter slept. She dropped low and the meter didn't catch it. It stopped working telling us to wait three hours. We wait three hours. It works for a few minutes and then tells us to wait three more hours cause it broke again. This is happening with so many sensors that we have. It's ridiculous and very unsafe. If blood sugar drops dramatically, and the patient isn't aware they could die.